Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event on (B)(6) 2024. The infusion set was in use for 5 hours. The glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13934 - device 2 of 2.